Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that c-arm movement stuck intermittently. Review of system log file suspecting that the geo module to be defective. Upon functional testing, fse reset control module cable connector from the ttcb. Fse checked the geo module found it is physically good. Fse checked and observe table movement (up/down and in/out), no mechanical collusion found. To resolve this issue, fse replaced the control module with new control module. After replacement of control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.

Event description:
It has been reported to philips that c-arm movement was stuck. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that control module was failing. The control module has been replaced that the system was returned to use in good working order.